Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Explanting physician reported rupture diagnosed by MRI and ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Event description:
Explanting physician reported rupture diagnosed by MRI and ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6,device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: non penetrating nicks observed.